Event description:
It was reported that during implant attempt, the helix mechanism would not extend. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4), the full lead was returned and analyzed. No anomalies were found. It was noted that the connector pin was bent and the lead appeared damaged at implant. The analyst noted that the connector pin was bent and had to straighten the pin to remove the stylet.